Manufacturer narrative:
H3 device evaluation: lens was returned in a micro-centrifuge vial in liquid with residue/debris on the product. Visual inspection found the lens haptic broken. Dimensional inspection found the lens within specifications. (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -8.5/1.5/88 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024 . The patient experienced excessive vaulting. On (B)(6) 2024 the lens was explanted. The problem was resolved. The cause of the event was reported as unknown.